Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of stroke, heart disease, unspecified, esophagogastroduodenoscopy, colonoscopy, rheumatoid arthritis, irritable bowel syndrome, cancer, anxiety, leiomyoma, cystourethroscopy, night sweats, pelvic pain, fibroids and abnormal uterine bleeding. Previously administered products included: lactose. The patient had a family history of diabetes. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy total robotic si, salpingectomy robotic si and cystourethroscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical information: pelvic pain in female final diagnoses: uterus and cervix, hysterectomy: cervix: patchy mild mixed inflammation, focal squamous metaplasia, occasional nabothian cysts and reactive changes. Endometrium: changes consistent with prior ablation procedure; limited residual endometrial tissue with inactive/weakly proliferative pattern. Myometrium: leiomyoma (1.6 cm). Serosa: patchy thin adhesions. Fallopian tube, bilateral, salpingectomy: benign paratubal cysts. Serosal adhesions, laterality not designated. Essure device x2. Gross description : the right and left cornu each contain a portion of essure coils. Also, received are a portion of metallic essure coils. Procedures: hysterectomy total robotic si, salpingectomy robotic si, cystourethroscopy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of stroke, heart disease, unspecified, esophagogastroduodenoscopy, colonoscopy, rheumatoid arthritis, irritable bowel syndrome, cancer, anxiety, leiomyoma, cystourethroscopy, night sweats, pelvic pain, fibroids and abnormal uterine bleeding. Previously administered products included: lactose. The patient had a family history of diabetes. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criteria intervention required). The patient was treated with surgery (hysterectomy total robotic si, salpingectomy robotic si and cystourethroscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: clinical information: pelvic pain in female final diagnoses: uterus and cervix, hysterectomy: cervix: patchy mild mixed inflammation, focal squamous metaplasia, occasional nabothian cysts and reactive changes. Endometrium: changes consistent with prior ablation procedure; limited residual endometrial tissue. With inactive/weakly proliferative pattern. Myometrium: leiomyoma (1.6 cm). Serosa: patchy thin adhesions. Fallopian tube, bilateral, salpingectomy: benign paratubal cysts. Serosal adhesions, laterality not designated. Essure device x2. Gross description : the right and left cornu each contain a portion of essure coils. Also, received are a portion of metallic essure coils. Procedures: hysterectomy total robotic si. Salpingectomy robotic si. Cystourethroscopy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.